Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6)2017.

Event description:
Additional information received identified the physician was unable to replace the patient's scs system generator and had to remove it instead.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator was not connecting to the patient controller (pc). Reportedly, the patient underwent a surgical procedure and the scs system was not set to surgery mode. The abbott representative was unable to resolve the issue with troubleshooting. The next course of action has not been determined at this time.